Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. The total case runtime was 140 hours. Data logs show the placement signal was not reliable for 1.5 hours, with a reported downward trend in snr before reaching zero. The same trend was noted in contrast with minimum of 7. There were no changes noted in lamp, light, and gain values. Placement signal values returned to normal after 1.5 hours. The placement signal was flat at the end of the case with reported positioning alarms. According to the clinical report, the placement signal reliability alarm was seen overnight. Additionally, the doctor had difficulty repositioning the pump. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provide. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were concerns of hemolysis and multiple attempts were made to reposition the pump to remedy the situation. The decision was made to exchange the impella 5.5 after multiple failed re-positioning attempts. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The pump was not returned for investigation. Data logs show the placement signal was not reliable for 1.5 hours, with a reported downward trend in snr before reaching zero. The cause of the optical signal issue was not determined since product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-11915. B5 updated to include optical signal issue description. G1 reporting contact email updated.

Event description:
The complainant also reported that there was a placement signal not reliable. Alarm occurred overnight.